Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
After two passes with an unknown needle while biopsying during a superdimension enb procedure, the patient developed hemoptysis (estimated blood loss 50 ml). Intubation was not required. Patient was hospitalized overnight for observation. The patient was stable the next morning and was released. If additional information is obtained a follow-up report will be submitted.

Manufacturer narrative:
Please see new information in sections: new information was received from the site.